Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-01568. It was reported the patient has been receiving inadequate therapy due to high impedance. Reprogramming was unsuccessful. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Related manufacturer reference number: 3006705815-2020-02433. Additional information indicates the system was explanted and replaced. Therapy was restored postoperatively. Issue resolved.